Event description:
It was reported that the patient with artificial urinary sphincter experienced recurring urinary incontinence. There was atrophy at cuff site making it too large leading to recurring urinary incontinence. The device was removed and replaced. No further patient complications were reported.